Manufacturer narrative:
(B)(4).

Event description:
The insulation of the right ventricular lead near the connectors was damaged and the threshold was high. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, only the distal segment of the lead was returned. Visual examination did not find any insulation abrasion on this piece. Damages found on this piece were consistent with those occurring at time of explant. Electrical tests did not find discontinuities or shorts on any conduction paths.